Manufacturer narrative:
The patient sample was collected in bd plasma sample tube. The specimen was centrifuged for five (5) minutes at 5,100 rpm. Per customer supplied data, system check performed on (B)(6) 2011 passed within instrument specifications. Qc was performing within the customer's established ranges on the date of the event. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse verified pipettor alignments, checked the wash and precision valves, and checked the incubator belt. The fse replaced the wash carousel peri-pump tubing and then performed hardware verification protocols with acceptable results. The customer reported they believed they had determined the cause of this event was related to their use accutni reagent lot; however, the same lot of reagent produced lower results upon repeat for reported patient results from (B)(6) 2011 and (B)(6) 2011. A definitive root cause for this event has not been determined to date based on the available information.

Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained an elevated troponin (accutni) patient result, within the risk stratification range of the assay, for one patient. The result was generated by the access 2 immunoassay system. Repeat testing of the patient sample produced lower result still within the risk stratification range of the assay, but outside of labeled accutni assay precision claims. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.